Manufacturer narrative:
The hillrom technician found the patient left side control membrane needed to be replaced. Per the hillrom service manual the advanta¿ 2 should be subject to an effective maintenance program. This will help make sure of a long, operative life for the advanta¿ 2 bed. The preventative maintenance will help to reduce downtime due to excessive wear failures. An annual service of the bed is advised in order to maintain its characteristics and performance. Make sure the head and foot side rails are not bent or twisted. Make sure the latch mechanism operates correctly. An audible click must be heard. Remove the side rail cover, and make sure the mounting screws are tight. Inspect the cable routing for pinching, binding, and damage. Make sure all functions on the caregiver control operate correctly. Repair or replace the side rail as necessary. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the patient left side control membrane to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom technical support received a report from the account stating the head of the bed runs by itself until the left siderail is unplugged. The bed was located in the biomed area at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).